Manufacturer narrative:
H.6. Results code 2: 213: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the lockwire was separated from the lockwire handle. The lockwire handle was not returned. The distal end of the lockwire (including the ferrule) was found in the 7-lumen portion of the catheter. The lockwire was not through the skive in the catheter and there was a small tear at the distal end of the skive. The angulation fibers were separated from the angulation handle (not returned) and were untied from each other. The loops in the steering fibers were intact. Based on the event description and device evaluation, no manufacturing deficiencies could be confirmed.

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient who was previously treated with cook endografts in the thoracic aorta was undergoing an additional procedure to treat types ia, ib and iiia endoleaks with a gore® tag® conformable thoracic stent graft with active control system. Wire access was obtained with a lunderquist wire. The gore® tag® conformable thoracic stent graft with active control system was then prepped per IFU. While the device was being advanced through the previously implanted cook devices, strong resistance was felt, however placement in the desired landing zone (brachio-cephalic trunk due to bovine arch) was accomplished. The device was deployed halfway. The positioning was then refined by pulling back by about 1cm and adjusting the angulation of the device. After deploying fully, more angulation adjustment was made. When the position was confirmed, the lockwire was removed by rotating the red knob according to IFU. Strong resistance was felt, and the line was felt and heard to break. The back-up hatch was accessed; however, the line was not visible. The angulation fibers were present. The angulation fibers were pulled which resulted in movement of the endoprosthesis. The fsa was consulted, and it was felt the issue was a ¿wedge apex¿ issue. The delivery catheter was then pushed forward in attempt to detach it from the endoprosthesis. The leading olive was moved down to the lumen of the endoprosthesis and the delivery catheter with deployment lines attached was removed. The procedure was completed with a proximally placed device and another device placed distal to the disconnected cook devices. A type ia endoleak related to the cook device remained and will be monitored.